Event description:
The patient was revised because of pain, the shoulder was overstuffed.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the patient was revised due to pain and found the shoulder overstuffed. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.